Event description:
During surgery, it was found that the polymer leaked from the inner pouch when the outer pouch was opened. Then, a pin hole on the inner pouch was found. Another simplex p was used without problem.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared under (B)(4). A supplemental report will be submitted upon completion of the investigation.